Event description:
It was reported during a routine aculoc2 plate system removal surgery, the t8 stick fit hexalobe driver tip (part number 80-0759, batch number 564223) broke. The screwdriver tip could not be removed from the screw head, so the surgeon used a carbide drill to cut the screw head and remove the plate and screw. The surgery was completed after a 30-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00536 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The t8 stick fit hexalobe driver (part number 80-0759, batch number 564223) was returned for evaluation. The returned driver was visually examined under magnification. There was significant twisting found along the hexalobe grooves on the driver tip and it was fractured approximately .044"/1.11mm. A visible twisting of each ridge along the driver tip was seen, this usually occurs just prior to a driver tip breaking. Hexalobe tip twisting occurs when excessive force is applied to the driver during use, usually to overcome increased resistance. The returned product description indicated the driver was damaged during removal. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.